Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post -op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient device has become inoperable. In turn, the patient may be pending surgical intervention to address the issue.